Manufacturer narrative:
Fields updated: h2, h3, h6, h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported failure mode could not be reproduced. It was determined that the device met specification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino-laryngo videoscope had a missing lens cover. The issue was identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
It was reported the rhino-laryngo videoscope had a missing lens cover. The issue was identified during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.